Manufacturer narrative:
(B)(4). Date sent: 12/19/2024. D4 batch #: unknown. The following information was requested, but unavailable: did the fragments generated fell off inside the patient? Was there any change in the patient care as a result of this event? What is the current patient status? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the blade breaks during use of the device. Fragments were generated but easily removed. Use of another device to continue the procedure. The procedure was delayed 5 minutes but completed successfully.